Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the tubing during the fill tubing step. A new cartridge was loaded to address the event and insulin delivery was resumed. Blood glucose was 300 mg/dl.